Event description:
Harpoon suture technique used for transposition ulna collateral ligament. When surgeon used mallet to insert second harpoon suture, the medial condyle fractured. Second harpoon suture was removed.